Manufacturer narrative:
A1: a2: a3a: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tip of the insertion sheath was found to be crushed when the angio-seal device was attempted to be used after unpacking. The angio-seal device was replaced with a device of the other product to continue the hemostasis procedure, and hemostasis was successfully achieved. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.